Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (15 mg/ml) via an implanted pump. The indication for pump use was non-malignant pain. The hcp reported that she went to refill the patient¿s pump and was only able to get 35 cc in the 40 cc pump. The hcp stated that she had been filling pumps for 12 1/2 years and had always disliked the refill kit clamps because she felt they allowed air into the pump. The hcp stated that she had tried using 3 different refill kits and pulled back bubbles with an empty syringe about 20 times now. She also stated that she had aspirated the medication out and put it back in the reservoir 4 times.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.